Event description:
Rayner intraocular lenses limited received notification from a healthcare facility in (B)(6) of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that there are non-removable deposits on the lens in the pupil area.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional has reported that there are non-removable deposits present on the surface of the lens in the pupil area; however, has not stated the nature of the deposits. Rayner's distributor in (B)(6) has been asked to manage communications with the reporting healthcare professional. The distributor has been asked to obtain further information to allow us to investigate this event (e.g. Determination of the nature of deposits, interactions, additional surgery, patient medical conditions). The healthcare professional has also been asked to confirm what course of corrective action will be taken. If the lens will be explanted, rayner will request the return of the lens for analysis purposes. Our review of production records for the c-flex 57c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (march 2006) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch (B)(4).